Manufacturer narrative:
Analysis found the unit with motor error alarm during rewind due to corroded motor home switch. Analysis found the unit with moisture damage on the electronic assembly. Analysis was unable to perform the displacement test or verify a motor position encoder error alarm in alarm history screen. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump was exposed to fluid and received a motor error alarm. The customer's blood glucose was 188 mg/dl at the time of incident. She stated there is fluid under the lcd display. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.